Manufacturer narrative:
An event of cardiac perforation, low blood pressure/hypotension, and pericardial effusion lead to cardiac tamponade were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that during the procedure, upon deployment the patient was hypotensive. Echocardiogram (ECG) revealed a presence of cardiac tamponade. The perforation and the pericardial effusion were noted at the right ventricle to be circumferential. The physician believed that the adverse event was due to the performance of the temporary pacemaker. The physician determined to perform surgical operation. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, 27mm navitor was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a non-abbott balloon. During the procedure, upon deployment the patient was hypotensive. Echocardiogram (ECG) revealed a presence of cardiac tamponade. The perforation and the pericardial effusion were noted at the right ventricle to be circumferential, and the user believe the adverse even was due to the performance of the non-abbott temporary pacemaker. The procedure was abandoned, and the patient was taken to an operation theatre. The patient was in a stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, 27mm navitor was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. During the procedure, upon deployment the patient was hypotensive. Echocardiogram (ECG) revealed a presence of cardiac tamponade. A perforation at the right ventricle was detected due to the temporary pacemaker. The procedure was abandoned, and the patient was taken to an operation theatre. The patient was in a stable condition.